Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a convergent procedure via sub-xyphoid approach. The csk-6131 cannula was inserted and landmarks were identified, after which bleeding was noted. The cannula was removed and procedural access was converted to median sternotomy. The source of bleeding was identified at the junction of ivc/ra and required 2 pledgeted sutures to repair. Following repair of the injury, the patient was placed on bypass and an encompass clamp device was routed and posterior wall encircling ablation was performed. The patient reportedly recovered without further reported complication. There was no reported device malfunction and this event is the result of a procedural complication.